Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the battery door, and the right plunger case were cracked. A review of the event history log identified battery depleted. During the functional testing the reported issue was able to be duplicated. The interconnect board was not recognizing the battery intermittently. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced interconnect board. Replaced battery as a preventative measure, it was 5 years old. Performed power up process, preventative maintenance and all functional tests which passed.

Event description:
It was reported that the pump's interconnect board was bad. No patient involvement or injury was reported.